Event description:
It was reported that the device was in back-up vvi mode and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis verified the telemetry anomaly in the laboratory. Interrogation found the device in back-up vvi mode due to reset errors. The device had inductive telemetry difficulties and no information could be obtained. However, after disconnecting the device from power for several days, device function was normal when powered up again. Testing on the automated electrical system found no anomalies. The cause for the telemetry anomaly was not determined.